Event description:
The customer observed non-reproducible, falsely elevated vitros tropi es results from two different patient samples processed on a vitros eciq immunodiagnostics system. The initial and repeat tropi es results for those samples are: sample 1 - 5.4 ng/ml vs. 0.028 ng/ml, and sample 2 - 1.98 ng/ml vs. 0.018 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The repeat results were believed to be the accurate tropi es results for the patients. The non-reproducible, falsely elevated tropi es results were not reported outside the laboratory and there was no reported allegation of patient harm. This report is number one of two 3500a forms filed for this event, as two devices were affected. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated trop I es results occurred on two different patient samples processed on a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined, however, the effect of sample processing (centrifugation), an analyzer related issue, or the tropi es reagent in use could not be ruled out as a potential cause. An ocd field engineer performed service actions to multiple analyzer subsystems and expected tropi es performance was obtained. The non-reproducible, higher than expected vitros tropi es results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event.